Manufacturer narrative:
Additional information: h6 the reported event could not be confirmed, because the only the initially provided information was available. According to the chosen line item pain is depending on the type and complexity of the surgery performed and the co-morbid state of the treated patients. There is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Event description:
It was reported that some patients who have undergone faceplate surgery experience pain. However, the details are unknown and are currently being confirmed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.